Manufacturer narrative:
Returned for evaluation was an evlt/pvak fiber. A visual review of the fiber noted the fiber was fractured. The customer's reported complaint description is confirmed. The root cause for the complaint description cannot be determined. However, the most likely root cause is handling damage after the device left the manufacturing facility. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, a (B)(6) old, female patient presented for an endovenous laser procedure. During preparation for the procedure, when opening the sterile packaging, it was noted the fiber was fractured inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. It was reported the disposable device has been returned to the manufacturer for evaluation.